Event description:
Philips received a complaint indicates that device stopped and turned black screen. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Updates: therapy pca was returned to failure analysis lab for further testing, the therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board. Data generated by this investigation will be logged for trending analysis.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the defibrillator randomly turns off during testing. There is no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint indicates that device stopped and turned black screen. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.